Event description:
It was reported that during an attempt to create the arteriovenous fistula the venous catheter electrode was allegedly bent during advancement. It was further reported that both the venous and the arterial catheters were removed without incident. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was returned to the manufacturer for evaluation/inspection. Protective sheath was retracted exposing the electrode. Electrode appeared bent. The investigation is confirmed due to the fact that sample evaluation found evidence of material deformation. The root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4. H11: h6(results and conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is pending.

Event description:
It was reported that during an attempt to create the arteriovenous fistula the venous catheter electrode was allegedly bent during advancement. It was further reported that both the venous and the arterial catheters were removed without incident. There was no reported patient injury.